Event description:
It was reported that a new dexcom g7 sensor paired to the dexcom app but did not connect to the ilet, indicating an intermittent communication failure associated with the device¿s wireless interface, including the antenna and related electrical or magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found despite a reported intermittent communication issue related to antenna functionality. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected and the user-guided troubleshooting and routine reconnection steps resolved the pairing failure without clinical harm.